Manufacturer narrative:
This product is not marketed in the us. There was no irregularity found on rod and cartridge nozzle. Volume of used viscoelastic material appeared to be enough. Toop flange was pushed down until the end. Lens was injected out of the injector and was cut in three pieces. Trailing haptic was deformed. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that upon handling the scew plunger of a ks-3ai aqai, 23.0 diopter, preloaded injector, it was noted that the figure of the trailing haptic was abnormal when pushing the lens to the confirmation point. There was no patient contact and the surgery was successfully completed by using a backup preload within the same surgery.